Manufacturer narrative:
(B)(4).

Event description:
The pt's implantable neurostimulator and extension were explanted due to a pocket infection. Additional info has been requested, a f/u report will be sent if additional info becomes available.